Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged, before the procedure, during prep; however, it was not noticed until during the procedure, at the time of deployment. A search of the cath lab was done and the stent was found between the orange sheath and the stylus. No pt effects were reported. No additional event or pt's information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was no contrast visible. The stent implant was dislodged and returned on the stylet inside the orange protective sheath. There was no damage noted to the stent implant. There were stent crimp marks on the balloon between the markers. The balloon was tightly folded. There was a bend in the stylet 1.9 cm distal to its proximal end. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. Pin gauges were used to measure the inner diameter of the flared end protective sheath. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.